Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced muscle stimulation and lead impedance had dropped to 282 ohms. A chest x-ray revealed that the lead was pinched. It was also noted that noise was observed with isometric exercises. The noise was causing inappropriate mode switching and pulse generator inhibition. It was noted that the patient was active and lifted weights regularly. The lead was replaced.